Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Technical services (ts) stated that during remote interrogation, it was unable to evaluate the ra thresholds. The patient reported heart rate at 40bpm. Ts stated that the device was programmed aai with sinus beats and complete heart block. The health care professional (hcp) will be further discussing with the cardiologist. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The setscrew marks were in the correct location on the terminal pin. There were cuts noted in the suture sleeve and deformed and stretched coils were also noted. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection revealed no abnormalities. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Technical services (ts) stated that during remote interrogation, it was unable to evaluate the ra thresholds. The patient reported heart rate at 40bpm. Ts stated that the device was programmed aai with sinus beats and complete heart block. The health care professional (hcp) will be further discussing with the cardiologist. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.